Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from her scs system. A sjm representative attempted reprogramming the patient's scs system, but was unable to get coverage of the patient¿s left foot. The physician decided to explant the scs lead and placed two new leads in its place. Reportedly, the patient was satisfied with the therapy coverage post-operatively.